Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is following up with the site to retrieve further information regarding this event. A follow up report will be provided upon receipt of any further information.

Event description:
On (B)(6) 2025, a memo 4d annuloplasty ring 4dm-30 was implanted with mvp surgery. After de-clamped, regurgitation was noted. Another same size ring 4dm-30 was implanted instead and the surgery was completed without problem during the same day.

Manufacturer narrative:
Updated section b4, g3, g6, h2, h6, h11. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.